Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no fluid in the lens vial and the lens was dry. There was no patient contact.